Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a distal right coronary artery (drca). The xience alpine 2.25 x 28 mm never accessed the lesion. When the stent entered the proximal portion of the rca the stent was deformed; the guide wire stuck in one of the proximal stent struts. The lesion was at the distal part of the rca. The stent never touched the distal lesion. The stent could not be taken out of the artery and it remains in the patient. No additional information was provided.

Event description:
Subsequent to the initial medwatch report that was filed additional information was received: it was reported that the procedure was to treat a tortuous, 99% stenosed lesion in the distal right coronary artery (drca). Pre-dilatation was performed with a non-abbott 2.0 x 10 mm balloon catheter. Following pre-dilatation the patient had a bezold-jarisch reflex which was treated with temporary pacing and vasopressors. The xience alpine 2.25 x 28 mm was to be used for bailout but it never accessed the lesion. When the stent entered the proximal portion of the rca the most proximal edge of the stent was deformed; the non-abbott guide wire stuck in one of the proximal stent struts. The stent could not be taken out of the artery as it would not come back through the guiding catheter and it dislodged, remaining in the iliac artery. The dislodged stent was compressed against the vessel wall with a planned 9 x 40 mm self-expanding stent. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.